Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following multiple sensor issues earlier in the day, leading the user to operate the ilet in bg run mode while contacting the sensor manufacturer for support. Symptoms included elevated blood glucose up to 208 mg/dl with approximately 12 hours above range, without ketone testing, medical intervention, or backup therapy. Outcomes included no immediate health effects and no need for professional care or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause for the hyperglycemia with no associated ilet alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.